Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that cartridge change errors occurred with multiple cartridges during the load sequence. Customer reverted to an alternate form of insulin therapy. There was no reported adverse impact to the customer¿s blood glucose level.

Manufacturer narrative:
Corrected b5, add code 2907 to h6 and remove code 1384.

Event description:
It was reported that an o-ring was on the pneumatic tap. The customer was able to remove the o-ring from the pump and successfully load a new cartridge and resumed insulin therapy. There was no reported adverse impact to the customer¿s blood glucose level.